Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet device¿s sleep/wake button was unresponsive unless the device was connected to a charger, and functionality returned after the user restarted the device while it remained on the charger. Symptoms included no clinical effects. Outcomes included no impact on health and no alerts or alarms. Investigation included troubleshooting with a guided restart while charging and user education on calling back if the issue recurs. Investigation of this case revealed normal device operation after restart, consistent with a transient user interface or power state anomaly involving the sleep/wake button. It was concluded, based on previously established findings for similar reports, that the cause was user interface recovery following a reboot.